Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing shortness of breath and bradycardia; the patient's heart rate was about 40 beats per minute. The device could not be interrogated despite repositioning the wand multiple times; a telemetry test could not be performed. The patient became unresponsive. On (B)(6) 2016 the device was successfully explanted and replaced. The patient was doing well post surgery.